Event description:
The customer alleged that the m4841 telemetry (tele) devices were not compatible with the philips intellivue information center ix (piic ix) revision (rev) (B)(4). No adverse event reported.